Event description:
Upon interrogation, the patient activated episodes were unable to be downloaded. The programmer showed an error message and another programmer was used with the same result. Then, the programmer said monitoring was disabled on the device. Further information was requested but not received.

Event description:
Session records were provided and analyzed by abbott technical support. The device was unable to be interrogated due to suspected corrupted egm or diagnostic information which made the programmer crash while trying to retrieve diagnostic data. A firmware download was performed to clear all data, including the corrupted data, to resolve the event. The patient was stable.